Event description:
An eye care professional reported via the health authority that an unspecified female patient experienced a right eye corneal abscess with pyocyanus and serratia present, associated with wear of freshlook colors contact lens and use of generale d'optique lens care product. Lenses replaced by optician without control visit for 4 years. Abscess located at 6 o'clock with infiltrate, severe pain, secretion, photophobia, corneal edema and anterior chamber reaction (discreet tyndall effect) noted. A pericorneal circle and reduction in visual acuity reported. Permanent scarring outside the visual axis is expected. Event is slowly resolving with last reported visual acuity as visit. Request has been made for additional information, however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.